Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue and replaced the universal surgical manipulator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure or staff called into dvstat to report arm4 sureform60 stapler engagement issues during surgery. Or staff stated they undocked from patient, cycled system power and re-draped arm4 before calling. Arm4 does not recognize any instruments. Working instruments from arm1 and arm3 aren't recognized by arm4. The technical service engineer asked or staff to cycle system power and emergency power off (epo) the patient cart. Arm4 not able to recognize or accept any instruments. Ports were placed prior to the issue being identified and the procedure was in progress for about 2 hours when the issue occured. The system was checked prior to the start of the procedure and did power on with no errors. The procedure was converted to open as the surgeon needs all four arms. The patient tolerated the conversion. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and carriage switches test failed. Once testing was completed, a known good axes controller carriage interface (acci) board was tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.